Manufacturer narrative:
Customer noted replacement battery solved the issue.

Event description:
It was reported to philips that the device's battery failed calibration. The customer requested just a replacement battery with no engineer evaluation. There was no patient involvement.